Event description:
The account alleged, "apt was getting into the bed the siderail dropped and the pt fell on the bed. The pt twisted their right foot, twisted their right leg, and hit their left hand on the overbed table. The pt also hit their tailbone, hips, and back as they fell onto the bed. The pt complained of generalized pain in their arms, fingers, across the breast, between the shoulder blades and their legs. The hosp took x-rays and the x-rays did not detect any damage."

Manufacturer narrative:
The tech replaced the center arm assembly to repair the bed. Parts are being returned for engineering analysis.